Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and screen was black. A field service engineer (fse) was unable to power up the medstation and checked all cords and cable connections. A faulty half height cubie drawer was identified as the cause of the power issue. The half height cubie drawer controller board was replaced, and testing confirmed the station powered on successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 9act-1 device was not communicating. The screen displayed black and the unit would not power on, even after customer attempted to reboot it and tried a different power outlet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.